Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous distal left circumflex artery. A 1.50mm x 20mm emerge balloon catheter was advanced but failed to cross the lesion. Balloon inflation was tried to perform at the area where the tip came into contact with, but it did not inflate. However, upon removal, it was noted that the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.